Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient was having issues with charging the ipg wherein the ipg was only able to charge up to the second bar. The patient will undergo a revision procedure wherein the scs system will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The ipg was suspected to have charging malfunction. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having issues with charging the ipg wherein the ipg was only able to charge up to the second bar. The patient will undergo a revision procedure wherein the scs system will be replaced.

Manufacturer narrative:
Additional information was received that there was no suspected malfunction on ipg and leads.

Event description:
A report was received that the patient was having issues with charging the ipg wherein the ipg was only able to charge up to the second bar. The patient will undergo a revision procedure wherein the scs system will be replaced.